Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument was stuck on the trocar. The instrument and trocar were removed as one whole piece. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together because physical damage to the instrument¿s carbon fiber shaft prevented the wrist from straightening, as shown in the attached images. No fragments fell inside or near the patient, and the instrument and cannula were removed as a whole without widening the port or incision. All instruments were inspected before use, with no damage observed at that time. The instrument has already been returned to isi for evaluation, and photographic evidence is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have a dislodge proximal clevis on the distal end. The component is broken and there may be missing pieces, the size of the missing pieces cannot be confirmed. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.